Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a blood back event. There was no patient harm reported.

Manufacturer narrative:
Updated fields; b4, d9, e1 (event site email), g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e3 (occupation), g1. Additional contact information: (B)(4). A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse was informed that the customer turned the pump on and tried to pump with a test circuit prior to the fse arriving on site, which had caused the blood to travel further into the unit. During inspection, the fse observed that the pump had blood contamination through the pim (patient interface module) scroll compressor, muffler, safety disk, recorder (printer), and power management board. In order to fix the issue, the fse replaced the following contaminated parts: pneumatic module assy , pressure-vacuum reservoir, muffler <100 micron, muffler to reservoir fitting, muffler 1/4npt, muffler 1/8npt, scroll compressor, power management pcb, and printer. The power management board, recorder (printer), and muffler were ordered by the fse. Once the ordered parts arrived, the fse returned to replace the parts and noticed that the unit was not powering up. The fse ordered a new power management board to test it again. Upon arrival of the board, the fse continued with the replacement and confirmed that the system was operating as intended. The fse then completed a full calibration on the unit. The fse performed all functional and safety checks to meet factory specification. The iabp was then released to the customer and cleared for clinical use.

Event description:
N/a.